Manufacturer narrative:
Pending evaluation. Concomitant device: size 3, 11mm insert optetrak insert (cn: 204-23-11, sn: (B)(4))

Event description:
As reported, this (B)(6) y/o female patient received a left total knee approximately 20 years ago. The patient present with knee pain and instability. A full revision was scheduled. The implants were removed with the exception of the patella and the optetrak cck knee system was implanted. There were no issues during the surgery. Devices not returning, the facility retains all retrievals. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event found that based on review, there is no allegation against the device as the reason for pain and instability. The most likely cause of the reported event is patient conditions along with normal wear. Concomitant device: size 3, 11mm insert optetrak insert (cn: 204-23-11, sn: (B)(6).